Event description:
Information was received indicating that the level 1 trauma fast flow system alarmed over-temperature, even though temperature is not high. The issue occurred during testing.

Event description:
Investigation completed and summary in h 10. No patient involvement.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 complaint of over alarm temp when temp was not that high was confirmed during was confirmed along with leds do not light up and audible alarm does not sound. The cause was a cracked return tube and fluid ingression on the pcb. Action was taken to replace pcb and return tube to correct the customer reported reasons. Installed new orings. Device passed all testing.